Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-13448. The pt has two extensions from the same lot number. It was reported the pt had experienced new lower left extremity radicular symptoms postoperative. The pt complained of pain and difficulty standing, which was not present prior to the implant of the scs system. It was noted the pt was instructed to take his previously prescribed pain medication and to contact his physician if symptoms got worse. Follow-up pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.